Event description:
It was reported that after firing the instrument, the surgeon was unable to disengage the instrument without tearing the anastomosis. The device would not release, the surgeon was rotating but eventually the device ripped out of the patient. The device did cut the tissue. Feces spilled into the pelvic cavity, extending or time by approximately 30 minutes. Surgeon used a ussc device to perform an end to end anastomosis, patient did not receive a colostomy. Patient is doing fine.